Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for broken shield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported after use the bd vacutainer® multiple sample luer adapter had an issue with sterility (product not sterile). The following information was provided by the initial reporter: a cap was deformed. (Cap broken breaking sterile barrier of device).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® multiple sample luer adapter had an issue with sterility (product not sterile). The following information was provided by the initial reporter: a cap was deformed. (Cap broken breaking sterile barrier of device).